Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code displayed was resettable, and comprehensive technical support (cts) provided pump reset information, assisting the caller with the process. The malfunction code did not recur after resetting the pump, allowing the customer to continue using it. Cts instructed the caller to call back if any malfunction code recurred, which the caller acknowledged and understood.